Event description:
Customer reported that she was hospitalized due to low blood glucose. The blood glucose reading was 31 mg/dl at the time of the last admission. Customer stated that she lost her transmitter and her blood glucose was uncontrolled and erratic. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-86362.